Manufacturer narrative:
Replaced bypass flow measurement unit and calibrated fresh gas unit. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during patient use, unit showed o2 failure shortage alert and ventilator -communications error. There was no reported patient injury.